Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. A revision was performed and the crt-d along with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. In addition, right atrial (ra) lead was fragmented upon extraction and embolized to right lung. Fragment was successfully snared and extracted. No additional adverse patient effects were reported. This ra lead will not be returned for analysis.